Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer requested assistance with programming the insulin pump and with using the temporary basal. She stated that she had been experiencing high blood glucose levels running over 300 mg/dl. She noted that she had high blood glucose levels due to pneumonia. She was assisted with programming a temporary basal of 110%, and she mentioned that she had skin cancer as well. The most recent blood glucose reading was 202 mg/dl. She complained of sweatiness and treated with the insulin pump. She stated that her high blood glucose levels had been unexplained until the day of the call and declined troubleshooting assistance. Nothing further reported.